Manufacturer narrative:
(B)(4). Device evaluation: the [products] have been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. During investigation, the pump powered up to the verify screen with no malfunctions. The pump was exercised for 24 hours with no malfunctions. There was no damage noted to the battery compartment and the battery cap. The complaint could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the pump beeps and the screen goes blank. She stated that she just noticed the issue today, and stated the pump has not been exposed to water. The patient confirmed that she changed the battery with no change to the function of the pump.